Event description:
Consumer complaint of about high blood results. Expected result fastin is 83 mg/dl-100mg/dl. Reviewed last 5 blood results of the meter memory: (the date and time is incorrect). No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluation indicated no defect found. Most likely underlying root cause of malfunction: user's test strips had poor storage, user had an inaccurate reference.